Event description:
It was reported that the patient presented to the emergency room for low flow alarms with no clear precipitating factor. It was noted that the patient had been taking hydralazine twice a day instead of the prescribed three times a day. The patient's mean arterial pressures (maps) were in the 80s-90s but was otherwise hemodynamically stable. They were given an additional 25mg hydralazine which appeared to help, but then as soon as the patient stood up, they got lightheaded with low flows. The patient was then admitted for further workup. These low flows were attributed to elevated maps and decreased oral intake. The patient's medication was adjusted, and the patient experienced occasional lightheadedness. The patient was discharged on (B)(6) 2026 but readmitted on (B)(6) 2026 for continued low flow alarms that at the time were still attributed to elevated maps. On 12may2026, the patient was observed to have a bowel movement that was dark in color. It was noted the patient had anemia without active bleeding and received a blood transfusion on (B)(6) 2026. Rapid response was called on 13may2026 for hypotension and low flows, and the patient was given another blood transfusion and fluid. An enteroscopy was done on (B)(6) 2026 which showed two angiodysplastic lesions in the duodenum. One was actively bleeding and was treated with argon plasma coagulation. It was noted that the patient remained at risk for recurrent bleeding in the setting of their previously identified arteriovenous malformations. The bleeding and low flows resolved without sequelae on 20may2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.